Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: cause of death has not been provided. Date of implant is unknown. It is unknown if the device was explanted or if an autopsy was done. There is no additional information regarding the patient available. The device history record (DHR) review has been started. On (B)(6) 2011, our sales rep reported that he had a conversation with the doctor in charge but has received no additional information regarding the event. There was no report of a problem with the product and no allegation that this event was device related. It is their practice to inform edwards of an event if there is a product issue. No further information is forthcoming.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient has expired. No cause of death has been provided. It is unknown if this event is device related.